Event description:
Patient in sudden cardiac/respiratory arrest. Ccp stated intubating attempts were unsuccessful.related to 'faulty' equipment. Metal laryngoscope handle with disposable blades: geen rusch size 3 (mac), ref#4043r, lot #115131, product # 004803300, geen rusch size 3(miller), ref#4023, lot# 0819231, product# 004853300, green rusch size 2 (miller), ref# 4022, lot# 0503001, and product# 004852200. Per ccp, all 3 blade lights went out during the lifting step of intubation, and/or the blade actually bent downward.